Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported event of fiber tip broke off was confirmed as analysis identified that the glass tip of the fiber was broken and detached. It is probable that the glass cap detachment resulted from excessive manipulation during use. Additionally, the bend in the metal tip provides further evidence of excessive force and manipulation. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the product was returned for analysis to our post market quality assurance laboratory. Visual analysis under a microscope identified the glass tip of the fiber was broken and detached. It was observed that the metal tip was bent. Labeling review: a review of device instructions for use (IFU) was performed. The IFU states: before beginning with the surgical procedure, the accustat should be checked for damage during shipment. The accustat is a glass fiber and any damage to the jacket or fiber core will result in the emission of uncontrolled laser energy. Do not probe or attempt to retract tissue with the accustat. To do so may result in fiber breakage. Investigation conclusion: based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that during the procedure the fiber tip broke off. A new fiber was used to complete the procedure. The procedure was completed with no reported clinical consequences.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported mechanical issue cannot be established as the product is not available for analysis. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could not be performed. The reported device performance allegation cannot be confirmed. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during the procedure the fiber tip broke off. A new fiber was used to complete the procedure. The procedure was completed with no reported clinical consequences.